Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. A definitive root cause has not yet been identified. The main batteries were replaced to correct the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to (B)(4). Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. Upon further investigation, the root cause was assigned to use/user error.

Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition has the potential to cause an interruption of delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.